Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, batch: 25329421. Product family: dbs-lead fixation, upn: m365db4600c0 , model: db-4600c, batch: 25329421.

Event description:
It was reported the patient experienced edema around one of the implanted deep brain stimulation leads. The physician assessed the event to be not related to the device, but the patient underwent a procedure where the leads and burr hole covers were removed. The devices were discarded by the facility, and will not be returned for analysis. No further information has been obtained despite good faith efforts.

Event description:
It was reported the patient experienced edema around one of the implanted deep brain stimulation leads. The physician assessed the event to be not related to the device, but the patient underwent a procedure where the leads and burr hole covers were removed. The devices were discarded by the facility, and will not be returned for analysis. No further information has been obtained despite good faith efforts. Additional information was received that an image was taken and it was assessed by the physician that the patient had developed an edema. The patient was treated for a possible infection and was administered antibiotics. Cultures were taken but the results were inconclusive. The patient is doing well post-operatively.